Event description:
It was reported that the patient was hospitalized due to low blood glucose (bg) levels of 0.5 mmol/l (9 mg/dl) and losing consciousness, while wearing the pod on the abdomen between 37 and 48 hours. At the hospital, the patient was intubated and placed on an intravenous (IV) of glucose.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia.